Event description:
It was reported to philips that x-ray exposure was not functioning. The device was in clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the x-ray control pc. The device was returned to expected functionality. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the patient was undergoing a diagnosis, which was completed by bringing a portable x-ray machine. The philips remote service engineer (rse) examined the system remotely and confirmed that the x-ray application was not available. A review of the system logfile by rse confirmed that the x-ray pc was unreachable and multiple reboots didn¿t resolve the reported issue. The fse visited onsite and upon functional testing, the fse found that the x-ray pc was defective. The defective x-ray pc was returned for analysis, and it confirmed that the hdd bay was bad. To resolve the issue, the fse replaced the x-ray pc and loaded software. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.